Event description:
This rv lead exhibited noise and sensing decreased from 10 mv to 5 mv. All other parameters are in range. The lead will be revised in the future.

Manufacturer narrative:
(B)(4) 2018 - the lead was explanted and replaced on (B)(6) 2018. The provided follow up data was analysed showing ventricular noise which led to vf detection as reported in the complaint text. The sensing trend curve demonstrated values around 10 mv between (B)(4) 2013 and (B)(4) 2018. Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead, near the shock coil the insulation was found rubbed through. This damage can be considered to be the root cause of the noise on the rv channel reported in the complaint description. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labour involving the upper body are known contributing factors. Additionally the shock coil was found deformed which most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.